Manufacturer narrative:
Both leads were returned and analyzed. Linox smart promri s 65 in the returned state, the lead had been cut through 13 cm distal of the is-1 connector pin. A proximal and a distal lead fragment were available for analysis. A medial fragment of probably 3 cm length was not returned for analysis. An explantation set was located in the interior of the distal fragment, and a thread had been tied onto the distal fragment. The returned fragments were thoroughly analyzed. During the visual inspection, insulation broken off the connector plug and signs of abrasion were visible at the segment leading to the df-1 connector pin. This damage is with high probability the cause of the clinical complaint. The position and kind of the frayed spots are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. 8 cm proximal of the tip electrode, fraying of the lead body to the rope conductor leading to the shock coil was detected, but the insulation of the rope conductor was intact. Th observed damage pattern leads to the assumption of friction against a neighboring partner lead. In addition, the analysis found a conductor fracture in the segment leading to the df-1 connector, a stretched kinking protection coil at the df-1 connector, and cuts into the lead body 42 cm distal of the is-1 connector pin, which are probably a result of the extraction process. Solia s 53 in the returned state, the lead had been cut through 5.5 cm distal of the is-1 connector pin. A proximal and a distal lead fragment were available for analysis. The returned fragments were thoroughly analyzed. The visual inspection showed a demolished inner conductor helix near the is-1 connector pin, and coagulated blood was also localized in this region at and inside the inner conductor. In addition, cuts into the lead body were found during the analysis 10 cm distal of the is-1 connector pin. These damages are probably a result of the extraction procedure. The extensive analysis of the solia s 53 showed no other deviations that could be related to an insulation defect or increase in the pacing threshold. The manufacturing processes of both leads were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indication of a material defect or manufacturing error.

Event description:
After an implantation period of approx. 81 months, an increasing threshold and an insulation damage of the rv and ra leads was reported. The leads were explanted.